Event description:
A malfunction alarm labeled as "malf 12" was reported, but there were no notable events leading up to the malfunction. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer received instructions from technical support on how to reset the pump, which resolved the issue without recurrence, and was advised to continue using the pump while monitoring for any future malfunctions.